Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test dop114-830. Sensor failed per specifications due to high readings. See attached file for details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 128 mg/dl. The customer's sensor glucose level was 60 mg/dl. Customer stated that they hospitalized. Insulin delivery was suspended due to sensor glucose values. Sensor value that triggered the suspend event was 65 mg/dl. Suspend on low limit in sensor settings was 65 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.